Manufacturer narrative:
Forward firing of the side firing surgical fiber; a code request has been submitted.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the report of a fiber cap detachment could not be confirmed, the fiber cap was found to be attached; however, the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal/glass caps were still intact and attached; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited mild burnt on detritus; the glass cap exhibited mild devitrification at the output window. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that the first, second and third fibers all had fiber caps that detached. The first fiber cap detached at 37,047 joules and then started to partially fire through the top of the fiber (forward firing). The second fiber cap detached at 17,695 joules and then started to partially fire though the top of the fiber (forward firing). The third fiber cap detached at 99,935 jules and then started to partially fire through the top of the fiber (forward firing). The procedure was completed using the third fiber. There was no patient injury reported. This report is for the first fiber used.